Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. We observed the proximal ligature in this catheter has slipped above the skive hole. As a result, the balloon could not deflate. The balloon contained about 1-2 cc of fluid inside it. We were able to flush the irrigation lumen and inflation lumen without any resistance. Based on our device evaluation, it is possible that the proximal ligature was not sufficiently tied to the catheter lumen resulting in the ligature slippage. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. As part of our manufacturing process, a 100% balloon and winding inspection are performed on each of the manufactured product. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. There was no harm to the patient as the result of this incident. Surgeon used another lemaitre over-the-wire embolectomy catheter to complete the procedure.

Event description:
During an embolectomy procedure, the balloon of the over-the-wire embolectomy catheter failed to deflate. The operation was completed using another over-the-wire embolectomy catheter. There was no harm to the patient as a result of this incident.